Event description:
The customer reported erroneous high sodium, chloride and/or calcium test results for 14 patient samples were obtained when using the unicel dxc 800 synchron system. The erroneous test results were not reported out of the lab. The samples were retested and correct test results were reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and found excessive air in the bottom ise (ion selective electrode) buffer reagent compartment. The fse replaced the ratio pump. Identified failure mode: failure mode was determined to be the ratio pump (472977).